Event description:
The customer reported the ls1500 device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. Oozing was noted at the seal site that was sutured. Surgical time was extended by more than 30 minutes. No add'l patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.